Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient felt like they had "tens" in their neck, and that they could touch it and "make it buzz up and down". This, along with turning their head, caused them vertigo. They indicated the ent thought this might have something to do with the "wires" in their neck. They also fell frequently, which started before they were implanted with the ins, however sometimes they hit the location on their head where the leads were implanted and this hurt. The patient was directed to follow-up with their healthcare provider. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va0khvm, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the left wire was broken above the connector. The cause of the issue was not determined. Surgery was being planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, implanted: 2014 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the patient had a broken lead, determined by an x-ray in (B)(6) 2017. Insurance had denied them getting it fixed, however their surgeon wanted replace the system. They indicated fluttering in their chest, vertigo, buzzing, and shocking were all symptoms of the broken lead. When they turned their device off these symptoms went away. They were directed to follow-up with their healthcare provider.

Manufacturer narrative:
Event description updated to include report of stinging. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stinging in the back of their head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps were taken to resolve their buzzing, vertigo, and pain issues. They also stated that the issues had not been resolved. There were no further complications reported or anticipated.